Event description:
Co received info on an explant report that the transvenous sense pace lead had a lead fracture which caused inappropriate shocks to be delivered to the pt.

Manufacturer narrative:
F.4.5 the initial report did not include the risk management phone number. Co is still unable to obtain the name of the contact person. Co has left messages with the user facility on april 8, 10, and 14 but with no reply from the risk management dept. H.3 evaluation summary: the lead was returned severed at the bifurcated joint. The outer coil was broken approximately 12 inches from the pacing tip. The lead body shows signs of abrasion at the leakage site. This kind of damage is indicative of a condition known as "clavicular crush" which results from an implantation technique that our user manual advises against. H.6 code 86 = x-ray inspection.